Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. The pump date and time was synced, recorded and monitored for 48 hours. Time/clock anomaly not confirmed. The pump failed the self test due to error alarm and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6 & 1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time anomaly. Customer¿s blood glucose level was unknown. The device will be returned for analysis.